Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event while sleeping, was found on the floor by their partner, and received glucagon (baqsimi); the user later reported limited recollection and denied accidental meal announcements, outside insulin, or other glucose-lowering medications. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention with medication administration, and there was no hospitalization. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established.